Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if any issues reoccurred.